Manufacturer narrative:
Although the specific root cause could not be determined, the various service actions resolved the issue.

Manufacturer narrative:
The field application specialist (fas) found bubbles on the reagent pack; the bead mixer was not aligned. On (B)(6) 2021 the field service engineer (fse) replaced the bead mixer, adjusted sample/reagent probes and performed a high voltage check and tube alignment. Instrument performance test results were not acceptable. On 19-nov-2021 the fse revisited the customer site and performed preventive maintenance including replacing the measuring cell. Instrument performance test results were acceptable and the customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. (B)(6). The initial results for all patients were reported outside of the laboratory where additional testing was requested as the results did not correspond to the patient¿s clinical status. The repeat results for patients 2, 3 and 4 and the result from the 2nd sample for patient 1 were believed to be correct. The hcg+ss reagent lot number was 551036 with an expiration date of 31-oct-2022.